Event description:
Loss of integration. It was reported that the implants failed to integrated and were removed.

Event description:
Loss of integration. It was reported that the implants failed to integrated and were removed.